Manufacturer narrative:
Hologic has not been informed of any adverse outcomes related to this issue. A supplier corrective action request (scar) has been issued to the supplier of the swabs (B)(4).

Event description:
On (B)(6) 2026, a customer reported to hologic that they had an aptima multitest swab specimen collection kit that contained swabs missing the tip or with defective swabs. Customer did not provide the lot of the aptima multitest swab specimen collection kit. No injuries were reported as a result of this event. Hologic has not learned of any adverse outcomes related to this event.